Event description:
Iridex became aware of a complaint reporting that a patient experienced a scleral burn during treatment with a cyclo g6 console with a micropulse p3 probe. The doctor was a new iridex device user. The procedure was intended by an iridex representative who confirmed that treatment settings were within specification and the doctor used a good technique. This complaint did not involve any report of malfunction of the laser console and probe. It was noted that the patient had a pigmented conjunctiva. Excessive energy may cause equatorial burns. Page 1 of the instructions for use provides a caution that states 'heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation.' The definitive root cause could not be determined however the most probable root cause is activation of the laser over areas of pigmented conjunctival tissue.